Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were provided from the primary surgery and no complications were noted. The bone stock for implant placement was noted as good. Two a/p fluoroscopic views were provided from during the operation, showing the shell and the proximal half of the stem. The quality of the scan is very low. Pt factors that may affect the performance of the components such as height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain and fluid build up and was scheduled for revision on (B)(6) 2011.